Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported failure code 810:11 was confirmed through evaluation. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated. (B)(4).